Manufacturer narrative:
An update was received from the edwards clinical specialist as follows, the source of the bleeding was from the bypass cannulas (non-edwards device). The operators had thought there was an issue with the cannulas because when the physician put pressure on the groin, the blood pressure improved. It was mentioned that the bypass cannulas are large bore devices. The investigation for the official cause of death is on-going.

Manufacturer narrative:
An update was received from the edwards clinical specialist as follows, the cause of death of the patient was due to bleeding from the bypass cannulas. This is not an edwards device and no further actions are required.

Event description:
As reported via the edwards clinical specialist, the patient expired four days s/p transcatheter aortic valve replacement (tavr) procedure. Per the case summary, after the patient was intubated, the ejection fraction (ef) was noted to be about 15%. The balloon aortic valvuloplasty (bav) was performed with a non-edwards 25x5 nucleus balloon and within minutes after rapid pacing was turned off, the blood pressure was about 40mmhg and the patient went into ventricular tachycardia (vt). Cardiopulmonary resuscitation (CPR) was started and the patient was shocked x2. Fem-fem bypass was initiated in less than 5 minutes. Once the patient was stable the bav was reviewed. Echo 2d and 3d annulus measurements as well as the cardio thoracic (CT) scan all of which had conflicting sizes ranged from 22-30 mm. After discussion, a sapien valve was implanted perfectly with mild paravalvular leak (pvl). The patient was weaned off the bypass pump and an intra-aortic balloon pump (iabp) was placed. The operators continued to struggle with the patient's blood pressures and it was noted that the patient's abdomen had enlarged. A couple of angio's were done but no bleed was found. The patient's hematocrit (hct) had dropped from 43 to 15. When the patient left the cath lab the hct was back up to 20 after 4 units of packed red blood cells (prbc). The patient's pressure was approximately 100mmhg on the iabp and pressors. The final analysis of his pvl was 2+. The patient was on pressors and iabp as of the next day post tavr. The patient expired 4 days post tavr procedure. The cause of the death was has not been reported.

Manufacturer narrative:
Investigation is in-progress.